Manufacturer narrative:
Pump received with flashing white display. Unable to download history files and traces using thump software due to flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. The pump was cut open to perform visual inspection and moisture damage on the electronic assemblies and corroded battery tube was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (stained). In conclusion, flashing white display was confirmed during analysis due to moisture damage on electronic assemblies. Blank display was not confirmed. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Unable to verify pump error 4, 23 and 68 due to display anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4, 23,68. Pump got exposed to moisture and got blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for mmt-1885.